Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per pr000692. Reviewed service history. Attach box label, dhs-sav001-fms, and electrical safety. The unit was evaluated and the reason for return (tubing overfilling) was verified. Both pressure sensors were replaced to address (tubing overfilling). The unit passed all diagnostic tests, functional tests, and is fully operational. Per sb 13f2-15, replaced worn fingers on complete pressure adjuster (preventive maintenance) with tip replacement kit. Per pr000692, added keyboard mask. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. Please see signed legacy fms batch review. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during procedure set-up the fms duo+ pump/shaver combo the fill chamber was overfilling and would not stop. The procedure was completed with a like device. There was no patient consequence or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.